Event description:
Loose femoral component and progression of arthritis.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as 08308 stem. An evaluation of the device cannot be performed as the device was sent to pathology and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.